Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806 - 2021 - 01092 submitted on jun 24 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
(B)(4). Weight unknown/not provided.

Event description:
It was reported that the abutment fractured and was removed.